Event description:
It was reported that during a lobectomy procedure, the device only stapled in the middle of the cartridge. The procedure was completed by hand suturing. There was no consequence to the patient.